Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to elective replacement indicator (eri) over the course of 9 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to elective replacement indicator (eri) over the course of 9 months. A request was made to have data from this device analyzed. Data analysis review determined that the device's battery is depleting within normal behavior and the change in the battery longevity appears to be normal due to therapy demands that resulted in the decrease in the estimated longevity remaining. The device remains in service. No adverse patient effects.